Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple low battery warnings in black box. There was no evidence of excessive battery usage observed in black box. The battery compartment was found to be intact. The battery cap is unable to be fully tightened due to damaged threads. A test cap was used and able to be tightened. The pump was exercised for 24 hours and no power loss or low battery warnings were duplicated. The display is faded, discolored and difficult to read. Investigators, replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. (B)(6). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.